Manufacturer narrative:
(B)(4) no consequences to the pt were noted. (B)(4) endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines, the importance of an accurate deployment. By report, final angiogram revealed a type ia and type ib endoleak. The type ib was resolved after placing an add'l iliac leg. The physician took a wait-and-see approach regarding the type ia. F/u on (B)(6) 2011 revealed the endoleaks were resolved. The physician speculated that pt anatomy or inaccurate deployment contributed to the type ia. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleaks. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair; no problem in access route, proximal neck length - 15mm, funnel shaped proximal neck - 25mm > 23mm. Final confirmatory angiography confirmed proximal type I endoleak and distal type I endoleak from ipsilateral (right) iliac leg. Proximal type I endoleak remained due to insufficient sealing just below left renal artery though ballooning was performed three times. Distal type I endoleak occurred because the right iliac leg was placed in a bit proximal site from origin of internal iliac artery. It was resolved by placing an add'l iliac leg. The physician decided to take a wait-and-see approach. It is considered to place a coil(s) in a gap(s) if the proximal endoleak keeps remaining. Add'l info updated on (B)(6) 2011 - on (B)(6) 2011, CT angiography confirmed both proximal and distal endoleaks were resolved. There has been no pt outcome reported.